Manufacturer narrative:
Conclusion: device investigation did not reveal any device damage or malfunction which is expected to be present whilst implanted. This finding was expected because according to the recipient report the device was explanted due to an infection and skin flap breakdown. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. Reportedly, the surgical incision wound never healed after initial surgery. Further, it appears likely that infection onset and persistence were favored by thin and fragile skin, finally resulting in dehiscence and partial device exposure. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user has been experiencing discharge and skin flap breakdown at the site of the incision and over the magnet. The device was explanted on (B)(6)2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been experiencing discharge and skin flap breakdown at the site of the incision and over the magnet. The device was explanted on (B)(6) 2021.